Event description:
The customer indicated that during a procedure, when the cautery was touched to the pt's temporal area, "a spark from the bovie" ignited the field. 100% oxygen was being delivered with an oxygen mask. The pt rec'd 1st and 2nd degree burns to the facial area resulting in the pt remaining in the hosp for a one week period and consultation with a burn facility in the area.